Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va0y9ud serial# implanted: (B)(4) 2018 explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the cause of the low impedances was unknown, but patient had their lead replaced on (B)(6) 2018 and the issue was resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0y9ud, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 08-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had low impedances on one bipolar contact pairing. Factors leading to this event were that the patient had a previous infection and the surgeon had difficulties with the replaced extension (this was previously reported). They tried taking a therapy impedance on the contact pairing at 3v, and still had results of low impedances. Due to these low impedances an MRI was not taken. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the hospital didn't release the item for return, so it wouldn't be sent back for analysis. No further complications were anticipated.